Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Event description:
It was reported that during acl reconstruction the tip broke off on the 9mm flexible drill. No patient harm or injury. There was a 10 min delay, case was completed with a backup device.